Event description:
It was reported by repair work order that the footboard had intermittent operation due to loose connector pins. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.